Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set would not prime during priming with IV solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed and failed. The sample was unable to prime. Functional flow rate test was performed and failed. The reported condition was verified. It was determined that the reported issue was cause by the material supplied to the manufacturing facility. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.